Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The device was evaluated at the customer's facility by a zoll representative. The customer's report was observed during review of the device logs. However, the log also shows the device was in pacing mode and would not show ECG with pacing therapy being delivered. This is normal operation and there were no errors observed in the log. The device was put through extensive testing without duplicating any malfunction to the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.